Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and the customer reported complaint was replicated. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observations not reported by site: the endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on l/t button of the button pack assembly. The endoscope housing was visually inspected and found with costumer labels/marks. During inspection of the endoscope housing, the housing exhibited customer labels or marking added. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed mtf payload test.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted bariatric revision surgical procedure, the 30-degree endoscope plus had non-intuitive motion and very sticky. The procedure was completed with no report of patient injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.